Event description:
Boston scientific crm received information that this lead had increasing pacing impedances over several months. The impedance increased to greater than 3000 ohms. The lead also exhibited increased pacing threshold measurements. The lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, confirming the lead was electrically operating normally. Analysis noted bunching of the insulation, likely due to the explant procedure. Microscopic inspection of the lead tip noted a small amount of calcified body tissue. Analysis was unable to confirm the reported clinical observations of high impedance and high thresholds. However, the calcified body tissue may have contributed to the observations.

Event description:
The lead was returned for analysis.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.